Event description:
The customer's mother reported via phone call that her site was bleeding. She was actively bleeding at the time of the call. The insulin pump alarmed no delivery during a bolus. Her leg was hurting. Customer's blood glucose level was 418 mg/dl. She treated her blood glucose with an insulin injection and changed her infusion set. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.